Event description:
It was reported that the patient with this artificial urinary sphincter was experiencing recurrent incontinence due to a large cuff size. The device was explanted and replaced. No patient complications were reported.